Event description:
The account generated a false positive architect stat troponin-I of 0.355 ng/ml on a patient sample that repeated negative of 0.022 ng/ml. The account uses a troponin cutoff of 0.028 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
No customer return was available for evaluation. A review of ticket trending data and lot search data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 71949un14. Acceptance criteria was met which indicates acceptable product performance. Per the complaint text the patient also had an elevated prothombin time which could indicate a possible sample integrity issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results. No deficiency and no malfuction was identified for architect stat troponin-I assay, lot 71949un14.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.